Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that solution leaked from the fill port of a large volume infusor after filling. This occurred before patient use. There was no patient involvement. No additional information is available

Manufacturer narrative:
(B)(4). The lot was manufactured from may 22, 2015 to may 26, 2015. The actual device was not available; however, a photograph of the sample was provided for evaluation. Photographic inspection could not verified the reported leak. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.